Event description:
An attempt was made to use a pacific xtreme pta balloon catheter to treat a long diffuse lesion located in the sfa. It was reported that the pacific xtreme device was inspected prior to use with no abnormality noted. It was reported that the device was advanced to target lesion and inflated to 14 atms with no issue. However it was reported that on removal, the physician experienced difficulties when trying to remove the device through the introducer sheath. Negative pressure was applied to the device, which allowed the device to be removed from the introducer sheath. It was reported that when the physician checked the vessel, after removal of the pacific xtreme device, she noted that a small vessel perforation had occurred. The perforation was treated with a covered stent. It was reported that the patient was fine post procedure and no other clinical sequelae were reported. It was reported that the physician did not blame the pacific xtreme pta balloon catheter for the damage to the vessel.

Manufacturer narrative:
(B)(4): evaluation, results: (the root cause of the event is undetermined based on the limited information available). (Perforation). Conclusion: no conclusion can be drawn (the root cause of the event is undetermined based on the limited information available).